Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the mesh has eroded into the pt's vagina. The pt is unable to have sex, as anything that touches the mesh causes pain.